Event description:
In 2009 - went to urologist to meet rep to check out interstim that I've had for 2 years without problem. Rep programmed it different from constant 'beat' to on for 30 seconds and off for 6 seconds. By time I got home. My heart beat was keeping time with device even though it is a bladder device. Called & talked with rep who stated it was not possible. My heart beat then got very serious & went to e.r. At 4:30 am with a-fluter/afib. I have never had irregular heartbeat before.